Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead was failing to capture and exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct facility name should have been southeast hospital, rather than cardiovascular consultants.